Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Visual inspection was performed, and the following observations were noted: the housing was broken at the battery port. The reported event was confirmed. The root cause was determined to be broken housing at the battery port which would cause the pump to intermittently loose power. The following actions were taken: replaced housing. Device passed all functional and device testing after repairs.

Event description:
It was reported that the case was damaged at the battery port and the pump reboots. No patient involvement or injury was reported.